Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a complete analysis could not be performed due to a partial lead returned measuring 49 cm of the distal portion. Analysis of the returned portion found inside out abrasion on the outer insulations at 30 cm and 34 cm from the distal tip electrode; the sensing cables were exposed, but remained intact.

Event description:
It was reported that a decrease in sensing and increase in threshold were observed. The lead was explanted.